Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that within 10 minutes, the customer obtained blood glucose readings of 120 mg/dl on the contour next ez meter and 68 mg/dl on a different meter. The customer experienced shakiness. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 9hpeg13b for evaluation. In-house contour next test strips from lot # 9hpeg13b were also used to perform testing. The returned meter was tested with the returned test strips and in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. The customer stated that the returned test strips were involved in the event occurrence. Therefore, sections d1, d2, d4, g1, 2 (continued), h4, and h5 have been updated to reflect the strips information.